Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was available with tube error, preventing x-ray generation. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating only low load fluoroscopy was available with tube error, preventing x-ray generation. Upon functional testing, the fse found that the frontal cabinet's fluid level was below the required specification. The customer didn¿t have a service contract with philips and relied on a third-party service provider for maintenance. All further actions related to this issue will be handled by the third-party service provider, and work performed by philips. The codes were updated based on the investigation outcome.